Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed and was determined to be manufacturing related. The product returned for evaluation was a 5fr microintroducer. Light use residue was observed on the sample. Microscopic inspection of the sheath revealed the material was buckled and deformed, distal to the handle. The transition between the sheath and dilator appeared to be abrupt. The material buckling and abrupt transition between the sheath and dilator likely occurred during device manufacture. The investigation was forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer introducer will not go into patient without massive force. Had to drop another kit to access patient. 4/29/2024 - the returned microintroducer was found to exhibit material buckling and have an abrupt transition between the sheath and dilator.